Manufacturer narrative:
B3: estimated as 05/16/2024 as the poster date for the article presentation is noted as 2024-05-16 to 2024-05-19. Citation: garapati, ss., fuentes rojas, sc., asemota, ir., na, j., & patel, a. (2024). A case of intra procedural device related thrombus during percutaneous left atrial appendage occlusion managed by mechanical aspiration. Heart rhythm. 2024; 21 (5 suppl): s314. Abstract po-02-022 heart rhythm 2024 united states, boston 2024-05-16 to 2024-05-19.

Event description:
Reported via journal article. It was reported that thrombosis occurred. Left atrial appendage thrombus was ruled out by a pre-op transesophageal echocardiogram. A 27 mm watchman flx device was successfully deployed guided by intracardiac echocardiography (ice) in the left atrium and cartosound to anatomically track the device. The device was securely seated without evidence of peri-device leak. The activated clotting time (act) was greater than 300 seconds. However, on final ice surveillance, a large thrombus (14 mm x 15 mm) was noted on the watchman device. Administration of heparin and aspiration through the watchman sheath was unsuccessful. The thrombus was then thoroughly imaged with ice and drawn onto the 3-dimensional map with cartosound. A second transseptal was then performed and a non-boston scientific (bsc) catheter was placed via a non-bsc sheath into the left atrium. The catheter was tracked on the mapping system to guide the sheath toward the ice contour of the thrombus. A non-bsc export catheter was then introduced via the sheath through which the thrombus was successfully aspirated.